Event description:
It was reported that the touchless plus catheters had no eyelets on it. Patient had been using the product for more than 90 days. Per additional information received on 08oct2021, it was stated that some of the touchless plus catheters were coming without the iodine on them. One out of the box of 50.

Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause could be due to an "incorrect operation". The lot number was unknown; therefore, the device history record could not be reviewed. A labeling review was not completed as the user would not likely cause this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the touchless plus catheters had no eyelets on it. Patient had been using the product for more than 90 days. Per additional information received on 08oct2021, it was stated that some of the touchless plus catheters were coming without the iodine on them. One out of the box of 50.